Event description:
The reporter stated the surgeon inserted a 13.7mm micl 13.7 implantable collamer lens in the patient's left eye (os) but the surgeon did not like the way the lens was in the patient's eye, was too big. The lens was removed during the same surgery with no patient injury and a shorter lens was implanted. The patient is doing well.

Event description:
Additional information received - the reporter indicated an micl 13.7 implantable collamer lens was implanted but the surgeon decided the lens was seated well in the patient's eye, so the lens was left in place. The icl remains implanted. The patient tolerated the procedure well and left the operating room in excellent condition.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. Lens remains implanted. (B)(4).

Manufacturer narrative:
Results: visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Weight - unk. (B)(4). Method - 86 (other): work order search results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).